Event description:
It was reported with the use of the bd¿ sedi-40 instrument there was an issue with no mixing. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that there was no problem with the instrument, although, the technician found stickers inside that may have potentially caused jamming of the mixer. The stickers were removed subsequently. Upon completion of the instrument evaluation & repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on the evaluation of the instrument, all parts were verified to be working properly. Root cause description: it is likely that the stickers found within the instrument may have attributed to potential jamming of the mixer. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ sedi-40 instrument there was an issue with no mixing. There was no report of injury or medical intervention.